Event description:
It was reported that the pen ndl 32ga 4mm experienced an outer cover that would not attach to remove needle from pen/cannot remove needle from pen. The following information was provided by the initial reporter: after injection, I attempted to detach the pen needle from the pen but could not do it because the outer cover was loose.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/9/2021. D.4. Medical device lot #: 0203813 . D.4. Medical device expiration date: 7/31/2025. H.4. Device manufacture date: 7/21/2020. H.6. Investigation: one open 32g x 4mm pen needle sample and three photos were returned from lot. No. 0203813, cat. No. 320136. A functionality test was carried out on the returned sample and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned sample therefore no root cause can be identified.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. Investigation conclusion: no samples or photos were returned for analysis.

Event description:
It was reported that the pen ndl 32ga 4mm experienced an outer cover that would not attach to remove needle from pen/cannot remove needle from pen. The following information was provided by the initial reporter: after injection, I attempted to detach the pen needle from the pen but could not do it because the outer cover was loose.